Event description:
It was reported that the arctic sun device was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. An inability to cool was observed. The mixing pump was replaced. The device had difficulty circulating the water. The circulation pump was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on (B)(6) 2025, circulation issue described in the service checklist in an arctic sun device.